Event description:
It was reported that, during a routine clinic visit, the right ventricular (rv) lead was noted with short interval counts (sic) and onset of non-sustained tachycardia (nst) with non-physiological noise. It was suspected that high impedance was due to possible interaction with an abandoned lead that was still in place in the ventricle, but the physician believed the old lead was extracted. The patient mentioned that they were using a heating blanket for a sore neck. The events correspond with the heating pad use. Diagnostic testing, troubleshooting, and reprogramming was performed. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Evidence of noise/oversensing on stored egm episodes. Lead failure predictor triggered on (B)(6) 2015 for lead impedance and v-sics. Rv pace impedance steady at 430 ohms through (B)(6) 2015, rises out of range (> 1200 ohms) starting (B)(6) 2015. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).